Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was not impacted. A pump system check was performed and the cartridge and infusion set tubing were found to be operating as expected. No damage was noted to the cannula. The contact stated that they would change the infusion set site to resolve the occlusion alarm. Reportedly, the pump is worn against the customer's skin. Tandem technical support shipped the customer a case for the pump to prevent temperature changes.